Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was not running in the correct mode; it was running in reverse when in forward mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was not running in the correct mode; it was running in reverse when in forward mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the handpiece running in the wrong mode was confirmed by a manufacturer service technician through functional evaluation. Upon disassembly, the magnet adhesive had failed, which is the probable cause of the reported event.